Event description:
Reporter alleged being unable to check the firmware on the blood device and that it was not taking a charge. It was stated the connector area looked damaged. It was reported by the manufacturers evaluation department that the 3rd and 3th pins of the base unit are melted. No actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.